Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was shocking above range (over 40j and 754j). Wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device was shocking above range (over 40j and 754j). Wrong defibrillation therapy may be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer¿s device was not returned to stryker. A stryker representative performed troubleshooting over the phone with the customer. The customer reset the test equipment and the logged event codes were cleared. The root cause was the user having incorrect settings for the test equipment. Proper device operation was observed through functional and performance testing and the device was returned to service. H3 other text : device not returned for evaluation.